Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (restricted posterior leaflet and long anterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in describe event or problem and concomitant medical products is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip (71108u274) was deployed medially in the a2/p2 segment. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was stated that the slda was most likely due to the posterior mitral leaflet (pml) being folded in the clip and working its way out of the clip post-deployment. It was also stated that the pml was sometimes not visible in its entirety. There was no damage to the chordae or leaflet observed. A second clip (71004u156) was placed lateral to the first clip for stabilization; however, after removal of the clip delivery system and steerable guide catheter, the septum was observed to be ruptured. This was left untreated. The patient was stable throughout the procedure and the final mr grade was 1. No additional information was provided. No additional information was provided.